Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the basal history did not match the active basal program. No additional information was provided and troubleshooting was unable to be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: the complaint was reported on (B)(6)2015; according to the pump history, the pump was in use until (B)(6)2016. Therefore, all delivery and black box history has been overwritten for time of complaint due to continued use of the pump. The available basal total daily dose (tdd) history for 2016 indicates the pump was delivering the programmed basal rate. The tdd matches the programmed basal rate. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours for basal testing with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed the following: the display was dim and discolored; the keypad was observed to be peeling and the up arrow keypad button was intermittently unresponsive; there was contamination found under the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.